Manufacturer narrative:
Concomitant products: addr01 ipg implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, a polarity switch and low bipolar impedance. Historical values of high threshold and low bipolar impedance were noted on the right atrial (ra) lead, that was already inactive. The ra and rv lead were cut, capped and replaced during a routine changeout procedure. No patient complications have been reported as a result of this event.